Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in italy underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, during a gastroscopy, a duodenal ulcer was found. Only the peg tube was replaced and duodopa therapy was suspended to allow healing.